Event description:
It was reported that a dye study was done to verify the catheter patency. However, the catheter could not be aspirated during the dye study and an occlusion was reported. The patient did not have any signs of withdrawal or changes in pain level. Instead, the patient will have a catheter revision/replacement. The cause of the issue was unknown. The patient¿s status at the time of the event was reported as alive, no injury. This device system delivered bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the patient was last seen in the office on 2/3 for a dose increase. The patient was not getting pain relief at that time and the dose was doubled. The patient was still in the process of being titrated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62629, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information later reported the pump and catheter were replaced. Black sludge was noted occluding the catheter tip. The pump was also replaced to avoid another surgery in 2 years. The hcp opted to dispose in medical waste rather than return for analysis. Additional information later reported they were unable to complete the dye study as they were unable to aspirate the catheter. The issue with the catheter was occlusion at the distal tip. The tip of the catheter had a black sludge built up which was occluding the holes. Per the reporter it was too soon to assess effectiveness of therapy at this point as the pump and catheter were just replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l62629, implanted: (B)(6) 1999, product type: catheter. (B)(4).